Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 22aug2022 the review of files of this event type was completed.

Event description:
It was reported that the patient was readmitted to the hospital to evaluate their ventricular tachycardia from (B)(6) 2020. Cardiac catherization was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the reported event of ventricular tachycardia (vt) could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) until undergoing a pump exchange on 06dec2021. The product evaluation is captured under MFR# 2916596-2021-07603. The heartmate ii lvas IFU (instructions for use) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii lvas. This document also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.